Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (line through display) issue. Reportedly, there were lines on the display screen. It was reported that there was no evidence of moisture or corrosion in the pump and contrast reset did not resolve the issue. The reporter stated that the screens can be read/maneuver safely. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/11/2014 with the following findings: visual inspection of the pump found some cosmetic damages. The pump powered up to a blank display screen with auditory and vibratory features. The display screen was found to have cracked. The remaining testing cannot be completed due to the blank display issue. Replacing the cracked display with a test screen and it was fully functional. The investigation was unable to fully evaluate the reported line through display complaint and no conclusion can be drawn.